Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of improper positioning of distal lock, which required revision could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿orthopedic surgery and traumatology service, doctor peset university hospital, spain ¿. The title of this report is ¿randomized prospective study on the influence of the gamma 3 nail¿s distal block on the treatment of pertrochanteric femur fractures¿, published on 01 january 2015, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at http://dx.doi.org/10.1016/j.recot.2014.06.004. This report includes an analysis of the clinical data that was collected on 177 patients. The cases in this study range from june 2011 to january 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced improper positioning of distal lock, which required revision. The report states, ¿intraoperative biomechanical complications associated with the osteosynthesis represent 10.5% of the total, with one case of improper positioning of the distal lock, which required its extraction at 2 months¿.

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of improper positioning of distal lock, which required revision, could not be confirmed, from the available radiographs in the literature. Based on the available information and the x-ray a formal medical opinion was sought that the initial x-ray reveals that it is either possible, that the screw has been promoted to far into the nail or the cortex else the screw was placed only next to the nail and not through the respective hole in the nail. The reason behind the alleged failure is most likely related to technical problems/operative mistake during the insertion. Otherwise, if the screw protruded secondarily it would be a due to a problem in the screw/nail interface which led to forces making the screw protruding into the bone. That would be ¿bad luck¿ in a combination of the fracture, the bone substance/quality and the shape/positioning/direction of the screw hole. Based on the above investigation probable root cause primarily can be attributed to be user related factors and secondarily it can be a device related factor, but more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿orthopedic surgery and traumatology service, doctor peset university hospital, spain ¿. The title of this report is ¿randomized prospective study on the influence of the gamma 3 nail¿s distal block on the treatment of pertrochanteric femur fractures ¿, published on 01 january 2015, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at http://dx.doi.org/10.1016/j.recot.2014.06.004. This report includes an analysis of the clinical data that was collected on 177 patients. The cases in this study range from june 2011 to january 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced improper positioning of distal lock, which required revision. The report states, ¿intraoperative biomechanical complications associated with the osteosynthesis represent 10.5% of the total, with one case of improper positioning of the distal lock, which required its extraction at 2 months¿.